Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse, into the chin area (off label use of device). After the radiesse injection, the patient experienced an occlusion. The outcome of the event was unknown.